Event description:
On july 22, 2024, the patient/lay user contacted lifescan (lfs) USA, alleging that their onetouch ultra mini meter was reading inaccurately high compared to another meter. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and on additional information obtained when the medical surveillance specialist (mss) reviewed the call recording. During review of the call, it was noted that the patient does not specify when the alleged issue started. The patient reported that the subject meter is always reading 10 to 35 points higher than other meters. The patient manages his diabetes with a fixed dose of lantus insulin (23 units every morning at 7 am) and claimed that he skipped a dose in the morning on (B)(6) 2024, even though the subject meter was reading a little high (the patient did not specify the reading). That same day around 1 pm, the patient obtained a blood glucose reading of ¿100 mg/dl¿ on the subject meter. The patient did not specify taking any action based on that reading, however at 3 pm the patient was ¿not responding and passed out¿. The patient¿s wife called the first responders who brought the patient back with IV glucose. Before treatment a reading of ¿60 mg/dl¿ was obtained on the paramedic¿s meter. After the patient felt better, another comparison was made between the patient¿s meter and the paramedics meter where the subject meter gave a reading of ¿135 mg/dl¿ and the paramedics meter displayed ¿100 mg/dl¿. The patient also mentioned that he made a visit to urgent care to test and compare his blood glucose levels and again the subject meter was reading 10 points higher. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site to obtain the blood samples and that the patient was following the correct testing procedure. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact and was not open beyond the discard date and had not expired. The cca did notice that the patient was storing the test strips loose in a pouch and not in the original vial. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse after using the subject meter and reportedly received health care professional (hcp) treatment. The subject meter could not be ruled out as a cause or contributor to the event.